Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: the incident happened in the pediatric hemodialysis department of the children hospital. The urinary catheter was found cut at the level of the funnel/proximal end for no apparent reason.